Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic prolapse ('pelvic organ prolapse') in a female patient who had essure inserted for female sterilisation. The patient's medical history included endometrial ablation, menorrhagia, fibrosis, stress and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic prolapse (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic prolapse outcome was unknown. The reporter considered pelvic prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral essure devices and bilateral tubal occlusion, and otherwise negative hysterosalpingogram findings. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic prolapse, stress, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. On 28-jan-2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic prolapse ('pelvic organ prolapse') in a female patient who had essure inserted. The patient's medical history included endometrial ablation, menorrhagia, fibrosis, stress and urinary incontinence. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic prolapse (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic prolapse outcome was unknown. The reporter considered pelvic prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: bilateral essure devices and bilateral tubal occlusion, and otherwise negative hysterosalpingogram findings. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic prolapse, stress, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.